Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Customer was diagnosed diabetic ketoacidosis. The current blood glucose reading is 76 mg/dl. Caller stated that her son had an incident similar to the insulin blockage. The blood glucose reading at the time of the event was 600 to 700 mg/dl, and the customer was vomiting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.